Event description:
Caller reported a minimum fill notification while attempting to load a new cartridge. There was no adverse impact to the customer's blood glucose level. Customer was instructed by technical support to remove pump from case and clean pneumatic tap area. Initial attempt at reloading the cartridge was unsuccessful, but issue was resolved by filling and loading a new cartridge following proper technique, allowing customer to resume insulin delivery.